Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
After the proximal implant was finished, the blue driver was switched to implant the distal extremity but the implant would not fit within the driver because it was bent. The sterile driver was opened and used to complete the case.